Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that death occurred. In (B)(6) 2012, the patient presented with stable angina. One day from onset of symptom, coronary angiography and the index procedure were performed. The target lesion was located in the proximal left anterior descending (lad) with 90% stenosis and was 8 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with pre-dilatation and placement of a 4.0 x 12 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient expired. According to the significant other via follow up on the telephone, the cause of death was ¿congestive heart failure¿.